Event description:
The plaintiff's attorney alleged that in or around (B)(6) 2010, decedent experienced two (2) separate cardiovascular events on two (2) separate occasions and subsequently expired on (B)(6) 2010 after use of the product.

Manufacturer narrative:
This report represents one event of three and is associated with mdrs #1225714-2013-00325, 1225714-2013-00326, 1225714-2013-00327, 1225714-2013-00328, 1225714-2013-00329.

Manufacturer narrative:
This report represents one of three events and is associated with the following manufacturer report numbers: 1225714-2013-00325, 1225714-2013-00326, 1225714-2013-00327, 1225714-2013-00328, 1225714-2013-00329, and 1225714-2013-00330.